Event description:
The customer contacted global technical services (gts) regarding a high drain 103/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) after use. The home patient (hp) was at the end of therapy. They stated they already spoke to the peritoneal dialysis registered nurse (pdrn). The pdrn had the hp cycle the power and they were still getting the message. They cleared it. The last fill volume was equal to 3080ml. The cycle 5 ultrafiltration (uf) was equal to 634ml, the cycle 4 uf was equal to 595ml, the cycle 3 uf was equal to 1429ml, the cycle 2 uf was equal to -139ml, and the cycle 1 uf was equal to 561ml. The hp used red bags last night. The technical service representative (tsr) reviewed the alarm log. The hp slept through the entire therapy. There were no alarms. The hp didn't want to answer any further questions. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012, regarding the reported alarm. The nurse stated that she was aware of the event. She stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was operational and was not returned for evaluation. The product analysis lab (pal) confirmed the reported high drain/call pd nurse alarm, which indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume (meeting increased intra-peritoneal volume (iipv) criteria based on the reported information). The assignable cause of the iipv was undetermined.